Event description:
It was reported to philips the device powers on and off intermittently. There was no patient involvement.

Event description:
It was reported to philips the device powers on and off intermittently. There was no patient involvement.